Event description:
Event 1 [date redacted] lot: 35988608. "Catheter when shaped into flower, petals pointing upward instead of normal shape. Did not resolve upon removing from patient. Another farapulse was used to complete the case." [Date redacted] per [redacted] email "yes the mfg [manufacturer] rep was notified, and a replacement has already been sent in, and we will be sending the product back for evaluation." Event 2 [date redacted] lot: 36075534. Inversion of spines would not correct. No patient harm occurred. Manufacturer response for ablation catheter, farapulse catheter (per site reporter) mfg notified by site.